Event description:
Duckbill valve failed to open during resuscitation of pt. Physician squeezed bag very hard and pop off popped up. Physician was alerted to the failure of the bag and used a different bag to deliver air to pt. No harm to pt.

Manufacturer narrative:
The affected device was not available for investigation. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.